Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the rbc (red blood cell) bath and trimmed the sweep flow sample line. The fse ran reproducibility study and verified the instrument.

Event description:
Customer reported abnormally high platelet (plt) counts on quality controls (qc) and patient samples when using the coulter lh 500 hematology analyzer. The patient samples were rerun on another coulter lh 500 hematology analyzer in the laboratory and correct test results were obtained and reported. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.